Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Unit was monitored and no displayable history crc check failed on startup alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received displayable history crc check failed on startup alarm. The customer¿s blood glucose level was unknown at the time of incident .troubleshooting was not performed. The product will be returned for the analysis.